Manufacturer narrative:
The cartridge instructions for use state: replace the cartridge every 48 hours if using humalog; 72 hours if using novolog. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer¿s blood glucose (bg) was less than 40 mg/dl and food/juice were consumed to address bg. Customer did not know cause of event. Tandem technical support (cts) reviewed pump data and found that customer had delivered additional insulin while the pump showed insulin on board was still active. Customer acknowledged and agree that this was the probable cause of the low bg. Reportedly, customer used fiasp insulin in the cartridge. Cts informed customer that the insulin was not labeled for use with the pump.

Manufacturer narrative:
Do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose.